Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an altitude alarm after swimming and sitting in a hot tub with the pump. The customer's blood glucose level was 547 mg/dl and would be treated with insulin injections. The customer also indicated the presence of ketones, but indicated they were not dangerous. Reportedly, there was a temporary delay in resuming the alarm and insulin delivery.